Event description:
It was reported that the patient had a catheter repair surgery in 2012. No further information was provided related to the event including the reason for the surgery, patient symptoms, troubleshooting, what medications were within the device or patient outcome. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).